Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned in the ap propriate annulus position. Upon release of the valve from the delivery catheter system (dcs), the valve ¿dove in¿ toward the left ventricular outflow tract (lvot) and out of the appropriate annulus position. This resulted in severe aortic insufficiency and paravalvular leak (pvl). An echocardiogram evaluation determined a second valve was needed. The second valve, a balloon expandable valve, was placed across the native annulus through the initial transcatheter valve frame and successfully deployed. This second valve corrected the aortic insufficiency and pvl. No additional adverse patient effects were reported.